Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that when changing the battery of the external pulse generator (epg), the device shuts down. It was indicated that pacing continuation was less than ten seconds. It was indicated that the main printed circuit board (pcb) was corroded/contaminated. It was also indicated that multiple components were contaminated, the output connectors were broken, and the display wires were pinched. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when changing the battery of the external pulse generator (epg), the device shuts down completely. When the battery drawer is opened while the epg is on, the epg powers off right away. The epg was returned for service. There was no patient involvement.